Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in a procedure performed on (B)(6) 2024. During the procedure, the clip was unable to deploy from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.